Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the implantable cardiac monitor (icm) could not be interrogated. Troubleshooting attempts included updating the programmer's software and placing a magnet over the icm, but the icm still could not be interrogated. There were no reported patient consequences.